Event description:
The following event was received from a voluntary medsun report: it was reported that during an atrial fibrillation ablation procedure, it was noted on xray that the catheter was not responding well to attempts to flex or move the catheter. The catheter was removed and it was observed that the distal tip was cracked in half.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.